Manufacturer narrative:
Product analysis: there were numerous kinks visible along the hypotube. The distal tip was damaged. There was blood residue visible in the inflation lumen indicating the presence of a leak. The device was placed in a waterbath to disperse the residue. On removal from the waterbath negative prep was performed and a leak detected. On pressurization of the device a leak was detected on the body of the balloon over the distal inner shaft marker. The balloon material was jagged and uneven along the short radial tear. Image review: images confirm the reported lesion morphology of 99% stenosis with severe calcification of the lesion in the proximal native lcx. Both the rca and lcx were previously bypassed. Images show the introduction and inflation of multiple poba devices but there is no clear evidence of the reported balloon burst. Vessel treatment succeeds in restoring partial flow to the vessel. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a euphora rx balloon burst during a procedure. The physician was attempting to use the euphora rx balloon catheter during a procedure to treat a lesion in the cx. The lesion exhibited severe calcification with 99% stenosis. The lesion was pre-dilated. There was no damage to packaging or issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with issues noted. The euphora rx balloon initially failed to cross the lesion. It was removed. A sprinter legend balloon was inserted and inflated once to 19.7 atm. The euphora rx balloon was reinserted and inflated twice to 11.9 and 11.5 atms. The euphora rx balloon then removed and reinserted. It was then inflated to 18.7 atm. A balloon burst was noted when the balloon was inflated for the second time to 21.3 atm. The balloon was removed with no issue. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and no excessive force was used. The procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.